Event description:
Patient was revised to address severe pain. Intraoperatively, a worn, fractured insert and osteolysis were found. Loosening of the femoral component at the cement/bone interface was also found; however, competitor cement was used at the time of original implantation.

Manufacturer narrative:
The device associated with this report was not returned. Review of supplied photocopies of the confirmed the reported device wear and fracture. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The root cause of the fractured insert cannot be definitively determined with the information provided. No evidence was found suggesting product error was a contributing factor. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.